Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, left ventricular (lv) lead dislodgement was observed. The physician attempted to reposition the lv lead but was unsuccessful. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Event description:
Additional information received indicated left ventricular lead dislodgement was confirmed with diagnostic imaging.